Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, dat test at 0.0871 units, self test and force sensor test. The pump primed and seated properly when the test reservoir was detected. No rewind anomaly noted. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.successfully downloaded history files and traces using thump software.pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and motor slice noted. ¿ unable to verify daily total of basal/bolus and all insulin delivered on the event date 12-feb-2026 listed on smartsolve due to insufficient data in the trace/history files.the pump was received with minor scratches on lcd window, scratched case and cracked keypad overlay.in summary, customer alleged prime/fill anomaly not confirmed. Keypad/button unresponsive not confirmed. Expose to moisture noted. Cracked keypad overlay noted. Unable to verify customer alleged for high bgs.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported middle button was unresponsive, damage to the pump, issue during priming process. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was performed for the button issue and damage. Buttons remained unresponsive after troubleshooting and pump passed the self test. Troubleshooting was not performed for the harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, unomedical. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.